Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1848 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a leak occurred on the extension leg of PICC. It was stated the catheter was removed and a new one was inserted. No other information was provided. It was reported this occurred with two devices. This report address the second device.